Manufacturer narrative:
Correction: per the clinic, the correct explant date is (B)(6) 2022. D6b has been updated to reflect accordingly. Per the clinic, the patient experienced an infection (specific date not reported). This report is submitted on june 10, 2022.

Manufacturer narrative:
This report is submitted on aug 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to the extrusion of the electrode. There are no plans to reimplant the patient with a new device as of the date of this report.